Event description:
Lifecor customer support noticed some "battery pack fault" flags on a recent download from a male pt. Support contacted the pt and sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval: battery pack has been completed. The reported problem was confirmed. The cause of the "battery fault" flag was that battery had a damaged connector. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified, but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.